Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 22dec2020.

Event description:
The customer reported a ventilator experienced various error codes associated with a calibration error and a high blower temperature. The device was evaluated by the customer who confirmed the reported issue. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported. After replacing the air inlet filter the customer was unable to reproduce the diagnostic codes. Additionally, the customer informed that all power supply voltages were within specification. Lastly, the customer replaced the power management board and tested the device. The device passed the specified tests and returned the unit to service. No other anomalies were reported.

Manufacturer narrative:
G4:13feb2021. B4:23feb2021. H11:g5:k102985. H10:the visual inspection of the customer returned power management board revealed no anomalies. A failure investigation (fi) technician installed the power management board into a fi ventilator to duplicate the reported issue of various error codes associated with a calibration and a high blower temperature. The fi technician identified the various error codes associated with a calibration and a high blower temperature could not be verified. No cbit (continuous built-in test) errors occurred during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.